Event description:
Reporter indicated a recently implanted vns pt was experiencing left vocal cord paresis resulting from stretch injury to the vagus nerve during the implant surgery. The pt is being followed conservatively with the vns disabled at this time. If the vocal cord paresis does not improve, vocal cord injection therapy will be considered as an intervention to medialize the cord.